Event description:
Nursing and physician unable to deflate foley balloon in order to remove catheter. Required pt to undergo fluoroscopic needle puncture of balloon. After deflation foley removed intact. Bard foley #16fx5 inserted in or.